Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit would not operate on the ac power. There was no patient harm reported.

Event description:
The customer reported that the unit would not operate on the ac power. The customer reported that the unit was not in use at the time of the reported issue.